Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: the device was received for evaluation. A visual inspection was performed which observed that the filter and membrane are damaged. A functional test including pressure test and clear passage test was performed and a leak was identified. The reported condition was verified. The cause of the condition is related to a supplier manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set was leaking from the bottom of the filter. The set was used with unspecified infusion pump during patient infusion. It was further stated that the issue was observed when the infusion pump alarmed of occlusion. There was no patient injury or medical intervention associated with this event. No additional information is available.